Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report bleeding on (B)(6) 2015. Patient claimed she experienced bleeding at the insertion site, two hours after sensor insertion. Patient removed the sensor and attempted to stop the bleeding with bandages and by applying pressure. Patient continued to bleed and contacted a physician on (B)(6) 2015. Physician advised to keep applying pressure and stated bleeding was due to her blood thinners. No further medical intervention was reported and patient reported she was well.